Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One (1) device was received for evaluation; the event was confirmed during testing. The device was found to be affected by an external substance on the handpiece; however no failures were found with the handpiece that would cause leaking. The device was also found to be affected by a loose drive link on the blade mount. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device overheated and was reportedly leaking. There was no patient involvement; no patient impact.